Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported of a critical pump error from the insulin pump. The customer stated that the pump beeped really loud for about half an hour. The customer was advised to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.

Manufacturer narrative:
The pump was received with a critical pump error and a pump error 35 was found in the formatted history file due to the force sensor zero off set out of specification. Unable to perform functional tests, including the self test, rewind, seating, basic occlusion, occlusion, force sensor and displacement tests. The pump was received with a cracked case on the back at the battery tube area and battery tube threads. The pump was received with a stained serial number label. The pump was received with minor scratches on the lcd window, case and keypad overlay.